Event description:
It was reported that before use of the bd eclipse¿ bd luer-lok¿ syringe with needle the syringe was discolored and appeared dirty.

Manufacturer narrative:
Investigation: review of the DHR revealed all required challenges samples and testing was performed as per specification in according with the in-process ampling pland and out-going sampling plans. Since no samples were received no defects can be confirmed and a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd eclipse¿ bd luer-lok¿ syringe with needle the syringe was discolored and appeared dirty.